Manufacturer narrative:
Other applicable components are: product ID : 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(6):information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the therapy did not help with the patient¿s pain and they did not get the same results as the trial. In result, the implantable neurostimulator (ins) and leads were removed. There were no contributing factors identified, the issue was resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.